Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s caretaker that a fluid leak was discovered during step 9 ¿ treatment complete after cancelling pd treatment . During dwell 1 of 5 the patient encountered balloon valve leak warnings prior to discovering the leak. The treatment was cancelled and when the patient opened the cassette door fluid was discovered. There was fluid in the pump module area and fluid leaking from a tear in the cassette. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. The patient verified being able to carry out manual continuous ambulatory pd treatments in the absence of the cycler. Upon follow up with the patient¿s pd nurse, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set was discarded and is not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s caretaker that a fluid leak was discovered during step 9 ¿ treatment complete after cancelling pd treatment . During dwell 1 of 5 the patient encountered air detected in cassette warning prior to discovering the leak. The treatment was cancelled and when the patient opened the cassette door fluid was discovered. There was fluid in the pump module area and fluid leaking from a tear in the cassette. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. The patient verified being able to carry out manual continuous ambulatory pd treatments in the absence of the cycler. Upon follow up with the patient¿s pd nurse, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set was discarded and is not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s caretaker that a fluid leak was discovered during step 9 ¿ treatment complete after cancelling pd treatment . During dwell 1 of 5 the patient encountered air detected in cassette warning prior to discovering the leak. The treatment was cancelled and when the patient opened the cassette door fluid was discovered. There was fluid in the pump module area and fluid leaking from a tear in the cassette. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. The patient verified being able to carry out manual continuous ambulatory pd treatments in the absence of the cycler. Upon follow up with the patient¿s pd nurse, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set was discarded and is not available for return to the manufacturer for physical evaluation.